Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Packaging breakage. Found the sterile packaging was damaged.

Manufacturer narrative:
(B)(4). Batch # r93l79. The analysis results found that a tb5lt device was returned inside its package partially opened. Upon visual inspection, the seal area was inspected and evidence of being properly sealed was found in the package. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon further review of the event and additional information received, this does not meet the FDA defined criteria for a reportable event as there was no issue with the integrity of the packaging.